Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that they have performed analog sensor tests before and after pressure calibration reset task; however, the pressure values remain unchanged before and after calibration, indicating the calibration routine is not affecting sensor output value. Historically, the only effective corrective action for this issue was the use of pressure calibration sets, which are no longer available. As a result, the customer currently has no supported method to restore proper pressure sensor functionality, leading to significant increased device downtime and part replacements cost. There was no patient involvement.